Event description:
It was reported that the left ventricular lead dislodged. The lead exhibited high capture thresholds and a chest x-ray was performed and confirmed dislodge. The lead was explanted and replaced. The patient was in stable condition.